Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair using the fast-fix 360, t2 misfired altogether when t1 was deployed. All the t's were removed from the patient's anatomy. The procedure was completed without a 15 minutes delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factor, which could have contributed to the complaint event, include an unintended second actuation of the device. No containment or corrective actions are recommended at this time. H11: correction in b5 and h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair using the fast-fix 360, the t2 misfired altogether when t1 was deployed. All the t's were removed from the patient's anatomy. The procedure was completed with a non-significant surgical delay of 15 min using a back-up device. No patient complications were reported.